Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, but still replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vio integrated electrosurgical generator unit (iesu) was not working. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified a fault related to the iesu. The customer had restarted the iesu several times and changed the energy cable, but the issue remained. The customer replaced the iesu with a backup third-party generator to continue with the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm but not reproduce the reported complaint. In error log, the (m-1c and c-00) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments.